Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that the patient has presented with her knee locked in flexion. It was further reported that the treatment plan is to open up and investigate but the surgeon has requested that replacement bushings and bearing components are available as he is unsure what exactly is in situ as the implant was a custom prosthesis.

Manufacturer narrative:
A review of the provided x-rays by a design engineer indicated the reported range of motion (knee locked in flexion) could not be confirmed. A review of the device history records indicate one device was manufactured and accepted into final stock on 06 dec, 1996 with no reported discrepancies. The exact cause of the event could not be determined. As further information such as primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported that the patient has presented with her knee locked in flexion. It was further reported that the treatment plan is to open up and investigate but the surgeon has requested that replacement bushings and bearing components are available as he is unsure what exactly is in situ as the implant was a custom prosthesis.